Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible on the shaft, balloon and in the guide wire lumen, hub, inflation lumen, and balloon, which is consistent with a leak while in the patient anatomy. There was contrast in the inflation lumen and balloon, which is consistent with preparation. The balloon was loosely folded. There were multiple bends throughout the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular. A new indeflator was used in an attempt to pressurize the balloon catheter when fluid leaked out of the guide wire exit notch and tip. The guide wire exit notch was cut and there was no damage noted to the inner member at the notch. The shaft was again cut at the guide wire exit notch and the tip was cut to remove the inner member from the outer member. There were two longitudinal holes in the inner member 4.3cm distal to the guide wire exit notch for a length of 3mm. The holes were on opposite sides from each other. The inner member was pinched at the location of the holes. There was no damage noted to the outer member in this location. As the balloon rupture could not be confirmed, it is likely that the holes in the inner member were what was perceived as a balloon rupture as the balloon would lose pressure. Factors that may contribute to a tear in the inner member include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the guide wire. In this case, it is possible that the inner member tear may be related to processing of the device during manufacturing. Occlusions are listed in the voyager nc instructions for use as known adverse patient effects with coronary dilatation procedures. The investigation is ongoing; however, a review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that the mid left anterior descending (lad) artery was predilated using a 2.5 x 15 voyager. After the 2.75 x 23 rx xience was implanted in the mid lad, the 2.75 x 20 nc voyager was prepared outside the body and inserted into the patient for post dilatation. The nc voyager was inflated to 6 atmospheres when resistance was felt and it could not be inflated any higher. Fluoroscopy then showed contrast in the vessel and there was less than timi 3 flow in the distal lad, circumflex, and diagonal vessels. The cause of the decreased flow was unknown. A non-abbott aspiration catheter was inserted in the distal lad and one aspiration was done. Adenosine and nitroglycerin were injected into the vessel and all three vessels cleared up. There was no vessel dissection. A 2.75 x 20 non-abbott balloon was used to post dilate the xience stent. There was a clinically significant delay in the procedure from this event. There was no adverse patient sequela. There was no additional information provided.